Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had gone into back up vvi mode after surgery, electrocautery had been used. After a software download, the device resumed normal function. The patient condition was unaffected by the event.